Event description:
The event involved a tego® connector, where it was reported that the device was leaking on the arterial side and appeared to have tiny air bubbles in the venous line returning to patient. The reporter stated that the tegos were aspirated and flushed and attached on blood lines to patient during initiation of dialysis. Blood entering arterial blood line appeared to be blood separated with dialysis fluid bg-2.1u dialyser used. She added that when blood entered the venous chamber, and returning to patient, the machine alarmed message saying venous chamber low. The machine was stopped, assessed patient, blood was on gauze covering tegos. The gauze was removed and no more small air bubbles could be seen in venous lines, blood was not returned to patient and the lines were changed and dialysis was completely restarted from the beginning resulting in 100-400 ml of blood loss to the patient. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device is not available for evaluation. No product samples, videos, or photographs were returned for investigation. The device history review (DHR) for lot number 5773075 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The complaint cannot be confirmed based on the information that has been provided.